Event description:
It was reported that the handheld would not turn on. The site was not sure what the problem was but they requested for a new handheld to be shipped to them. New handheld was shipped to the site. Good faith attempts to return the old handheld back to manufacturer have been unsuccessful. The cause of problem is unknown at this time.